Event description:
The programmer was returned for service.

Manufacturer narrative:
Correction: further information received prompted a change in the device serial number. The change is reflected in this report. Note that the same event for this serial number, (B)(4) had been previously reported on MFR report number 2182208-2015-03303 and is a duplicate of this report (2182208-2015-03787).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer can not be opened. The programmer is expected to be returned. There was no patient involvement.